Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced an infusion set tubing detached event on (B)(6) 2024 at tubing connector. The insertion site was at abdomen. Infusion set was used for 2 days. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: poland.